Event description:
It was reported that the top button of a device had fallen off and was lost, requiring the customer to push their finger further into the hole to unlock and lock it, which made precise pressing difficult. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.